Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to maquet (B)(4) for investigation. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that after priming the flow display shows 4,3 1/min. It was not possible to set the zero flow. (B)(4).

Manufacturer narrative:
Maquet received the product in question for eval. The rotaflow drive (rfd) was sent to a supplier for further eval and repair. During the supplier investigation, it was found that the cable inlet of the connection cable does not have foothold on the cable. Due to a strong traction on the connection cable it can slip out of the strain relief/ screwing. Subsequently this can cause the demolition of individual strands within the cable connector. This led to the reported failure of the rfd. The complete connection cable was replaced. The device was successfully tested to MFR's specs. Based on the available info to the MFR at this time, it can be concluded that this failure was caused by a mishandling of the device by putting strong traction on the connection cable, causing a demolition of individual strands within the cable connector. Therefore, a malfunction of the device cannot be confirmed. During the supplier's investigation file add'l info failures were found. Each of them will be addressed in a separate complaint.

Event description:
(B)(4).